Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 10-apr-2022, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 10-apr-2022, UDI#: (B)(4). B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of non-malignant pain and occipital neuralgia. It was reported the patient experienced her first headache since the implant and it became so bad that caller brought her to the emergency room. They said earlier this week, patient experienced a shock on the center of her head and she fell, and they said since then the stimulation hadn¿t been as strong on that side and they couldn¿t feel the lead anymore on that side like they used to, they concerned that the wire on the left side had moved. They said that patient¿s headache was on the left side. Prior the call, troubleshooting included patient increased the setting as high as it would for on each group which did not make a difference, and patient called healthcare provider (hcp)¿s office; however, she had to leave a voicemail. They said that patient was being treated for headache in the emergency room. It was documented, the result of the call as patient services (ps) did send an urgent email to representative (rep) in area as requested and there wasn¿t a rep by that name in the area and they couldn¿t find the rep¿s business card. This would consider a sudden or gradual change in therapy/symptoms. No further complication and events were reported.